Event description:
It was reported that, this patient had multiple revisions. Revision of all stryker implants was done due to infection, everything was removed. No further information was provided.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.